Event description:
A tandem mobi cartridge alarm was reported during the load process by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed multiple cartridge alarms and decided to replace the pump. The customer, whose pump was still under warranty, was informed about the software updates and was advised to use multiple daily injections as backup therapy. Technical support provided instructions for returning the problematic pump and guided the customer on programming the new pump and connecting it to their cgm. A replacement pump was sent, and the customer was instructed to return the old pump within ten days to avoid charges.